Event description:
It was reported that the device tripped early elective replacement indicator possibly due to high battery impedance. The device will be explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device tripped early elective replacement indicator possibly due to high battery impedance. It was further reported that the device was removed and replaced. No patient complications have been reported as a result of this event. It was later reported that the device was removed and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.